Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer heard a beeping from the ilet during the early morning, with no bell notification present, and blood glucose was in range except for a recorded low of 66 mg/dl that the customer treated with oral glucose; the agent concluded the sound was consistent with a low glucose alert and assisted with a device restart. Symptoms included hypoglycemia. Outcomes included temporary low glucose without need for medical intervention. Investigation included customer interview and device troubleshooting with a restart. Investigation of this case revealed no reproducible malfunction, and the event was consistent with an alert for low glucose. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.